Manufacturer narrative:
This system was used for treatment. Kit lot number provided by reporter (d157) is not valid. Multiple attempts were made by the therakos' team to obtain the correct kit lot number, but unfortunately the correct kit lot number could not be obtained from the customer. Kit lot number provided was invalid; therefore, batch record review could not be conducted. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trends were detected for complaint category tubing leak or equipment performance. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
Customer reported she was unable to change the return rate during reinfusion. The event occurred on (B)(6), and has been reported on (B)(6). The return rate was initially set at 5 ml/min and later was not possible to change. Operator tried to turn the machine off and on but the issues kept occurring. After dismounting the kit, the operator noticed a leak in the return line at the level of the pump tubing organiser. The issue was noticed only when dismounting. Patient status: ok.